Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lock down. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that when the patient attempted to activate the pod, they received errors across multiple attempts. Eventually the pod did connect, and the pink slide moved into the viewing window; however, the cannula was not visible when the pod was removed. From the report, it was not clear if the needle deployed as intended. No impact to the patient¿s blood glucose level were reported.